Manufacturer narrative:
Though there was no report of injury, because device eval results are not available as of this report, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent damage to a body structure or permanent impairment or a body function or result in an injury requiring medical intervention to preclude such, particularly in individuals with pacemakers. Furthermore, there have been previous reports received pertaining to the same alleged malfunction of similar devices. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was returned to the physical MFR for eval and repair, though results are not available as of this report. Eval results will be submitted as they become available.

Event description:
In this event, it was reported that a pt was shocked during use of an aseptico endo itr motor. No injury resulted.